Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic whipple procedure, the staple line was malformed. The physician had to staple around the malformed staples. There was unexpected excess tissue removed. Medical intervention was required to preclude permanent injury. The damage was permanent. To complete the case, the physician used another stapler and switched to a manual stapler. No harm was caused to the patient. The procedure was not extended by 30 min or more.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one adapter. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.